Event description:
A biomedical engineering technologist reported a system message locked the unit during a cataract procedure. The procedure was completed with an alternate system without pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the worn solenoid spacers to resolve the customer reported issue. The system was then tested and met product specifications. The replaced solenoid spacers were returned for in-house eval. A visual assessment of the returned sample showed the washers were cut. The washers were found to be nonconforming, had evidence of degradation and felt slightly sticky. No further nonconformities were observed. No functional testing was performed due to the nature of the complaint, and the state of the returned samples. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause was attributed to a nonconforming fluidics module solenoid spacer due to degradation. (B)(4).